Event description:
A customer reported a pump malfunction, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, restarted the sensor, reloaded the cartridge, and resumed insulin use. Technical support provided additional instructions on resetting the pump, and the customer acknowledged and understood these instructions. The malfunction did not recur after the pump reset, customer may continue to use the pump.